Event description:
It was reported that during a device changeout for normal battery depletion, it was noted that there was undersensing and intermittent capture. It was felt that the lead was not the problem but possibly scar tissue or silent myocardial infarction that caused the sensing and thresholds to be abnormal. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 457445 lead, implanted: (B)(6) 2009. (B)(4).